Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose level was not reported but was wearing the pod for an unspecified amount of time. The pod's controller was not audibly notifying the patient when they're running high or low. The controller was only vibrating and the volume was all the way up. Symptoms reported include the patient throwing up and not being able to eat or drink. The patient was treated with unspecified intravenous fluids and also got injections of humalog insulin. The patient was discharged on (B)(6) 2025.